Event description:
During procedure with the rotablator device, the guide wire fractured inside the pt during ablation. The wire was retrieved with a snare and no pt injury or complication was reported.